Event description:
Tip of guide wire broke off while being drilled into femur by surgeon. Surgeon had to retrieve with c-arm help. Removed successfully.

Event description:
Add'l info rec'd from MFR 8/4/03: a review of the co's complaint database of the reported product reveals that in the past 3 years this is the second complaint co has received regarding the tip breaking.